Event description:
It was reported that during a pta/stenting procedure of the superficial femoral artery, a stent emobilization occurred. The express biliary stent came off of the balloon, however, the stent did not deploy. The stent delivery system and stent were removed without incident. Angioplasty was successfully completed with an unk balloon. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.